Event description:
It has been reported that the allura system was not switching on. No patient harm has been reported. A philips field service engineer (fse) visited the site and found that the tcu needed replacement. The fse replaced the tcu and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a coronary procedure, the procedure was aborted and it was completed next day after the part replacement. The philips field service engineer (fse) inspected the system onsite and confirmed that system is not switching on. Upon investigation, fse confirmed the cause for the issue is tcu breakdown due to which oil leakage had happened. Fse replaced tcu. After the replacement of tcu, the system was returned to use in good working order. Codes were updated based on the investigation outcome.